Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that after receiving a new insulin pump, their blood glucose levels went high. The customer's blood glucose level was 458 mg/dl. The customer treated with a manual injection. The customer reported seeing air gaps in the tubing. The customer could not remove the air bubbles. It was reported that the customer rewound the device with the reservoir in place which caused the air bubbles. The customer was advised to change their infusion set and monitor. Nothing was replaced or returned.